Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the transmitter on the customer's sensor was not working, and when the sensor was removed from the customer's body a piece of the sensor was not visible. The patient's blood glucose at the time of incident is unknown. The caller did not detect inflammation on the insertion site and does not believe that the sensor is still inside the customer's body. However, the caller was advised to keep an eye on the situation and to seek a doctor if there are any concerns. No products were shipped or returned.